Event description:
Device placed in cavity, generator put in activate mode and surgeon stepped on pedal and heard beeps, however device never went into activate mode. Device did not function as expected. Made three more attempts and did not work. Replaced with new device which worked.